Manufacturer narrative:
The device was returned to the manufacturer and a sample was taken for further analysis. This report will be updated when the evaluation is completed.

Event description:
It was reported that the device was leaking blood during cleaning. There was no patient involvement or adverse consequences related to this event.